Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: - interconnection between pull tab and shaft too tight for removal, - pull tab material too weak to withstand manual manipulation. Manufacturing: anchor not manufactured to specification, application, excessive force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
The anchor could not be fully inserted. The lever did not fully release the anchor from inserter. The wire was still in the anchor and broke with a piece left in the anchor. The grasper was used to remove a piece of the wire. The wire inside the anchor that broke is the nitinol suture loader. The surgery was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
The anchor could not be fully inserted. The lever did not fully release the anchor from inserter. The wire was still in the anchor and broke with a piece left in the anchor. The grasper was used to remove a piece of the wire. The wire inside the anchor that broke is the nitinol suture loader. The surgery was completed successfully with no medical intervention or adverse consequences.